Manufacturer narrative:
(B)(4).

Event description:
Procedure: paraesophageal hernia repair. According to the reporter: surgeon was using a protack device to tack in a biologic mesh for a hernia repair. The protack punctured the patient's pericardium.